Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.2-7.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing conductor etfe coating was abraded at 7.3-7.6cm from the distal tip.

Event description:
It was reported that when a pacemaker dependent patient presented in the ER with an ventricular escape rhythm of around 30bpm, high pacing lead impedance, high capture threshold and capture anomalies were observed. The device was reprogrammed. Lead fracture was suspected. The lead was explanted.

Event description:
New information available states the patient presented to the emergency room with presyncopal episodes.